Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: the device was manufactured from june 26, 2020 - june 29, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of large volume infusor ruptured which resulted in the fluid leak. The bladder rupture occurred during patient infusion. The device had been filled with 110ml of 0.9% sodium chloride and 120ml fluorouracil at 5ml/h. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.